Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant / perforation of organs / perforation (fallopian tube)s) - location of device: retroperitoneal") in a 30-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia in 2012 and menometrorrhagia. Concurrent conditions included nausea, umbilical hernia, sleepy and abdominal pain. Concomitant products included ondansetron (zofran) since (B)(6) 2016 for nausea as well as docusate, escitalopram, magnesium oxide, normensal (ethinylestradiol w/norethindrone), oxycocet (percocet), tramadol and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ irregular vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced amnesia ("memory loss"). In (B)(6) 2016, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). On (B)(6) 2016, 8 months 27 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required). In 2016, the patient experienced anxiety ("anxiety"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), pelvic adhesions ("adhesions"), alopecia ("hair loss"), urinary incontinence ("bladder leakage and incontinence"), bowel movement irregularity ("bowel irregularity and pain") and gastrointestinal pain ("bowel irregularity and pain"). The patient was hospitalized from (B)(6) 2016. The patient was treated with sumatriptan, docusate sodium (colace) and surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, dysmenorrhoea, dyspareunia, fatigue, pelvic adhesions, hot flush and amnesia outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved, the depression, mood swings, anxiety, urinary incontinence, bowel movement irregularity and gastrointestinal pain had not resolved and the headache, pelvic pain and alopecia was resolving. The reporter considered alopecia, amnesia, anxiety, bladder disorder, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal pain, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic adhesions, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after essure removal her deperession, mood swings and anxiety got increased. After removal she started to experience bladder leakake, incontinence, bowel irregularity and pain; she stated they are a every day problem. The physician was able to identify 3 coils, 1 in the patient's right tube and 2 in the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2016, specimen: a. Cystic mass, left ovary. B. Uterus with bilateral fallopian tubes. C. Essure implants dissected from uterosacral ligaments. Gross description: the left fallopian tube at its junction with the left cornu has a silver metal roil (2 3 cm in length x 0 2 cm in diameter) protruding from the left cornu. The right fallopian tube has a similar coil in the lumen extending into the right cornu. The right fallopian tube (8 cm in length x 0.5 cm in diameter) appears to have a short segment missing from the middle consistent prior tubal ligation and has the previously mentioned coil proximally. The left fallopian tube (7 cm in length x 0.5 cm in diameter) also has a segment missing from the middle and a coil in the lumen of the proximal tube in addition to with the coil protruding from the left cornu. C. Received in formalin labeled with the patient's name and "essure implants dissected from uterosacral ligament" is a fragment of yellow-tan soft tissue round, ovoid shape measuring 2.0 x 1.3 x 0.4 cm and three fragments of metal and associated metal wires measuring up to 2.5 cm in length x 0.3 cm in diameter. The coils are examined for gross diagnosis only. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and medical record received: reporter information, product information, event- hot flashes, memory loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant / perforation of organs") in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 7-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse event perforation of organs/migration of implant. On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). Often migration is reported when the exact time point of perforation is not known. The perforation of organ may occur during hysteroscopy; this risk is inherent with any hysteroscopy procedure. In this case, the exact mechanism of the events is not known. This case was classified as incident since device removal was required via surgical intervention. The quality unit concluded a quality defect was not confirmed. The reported medical event is not necessarily indicative of a quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant / perforation of organs / perforation (fallopian tube)s) - location of device: retroperitoneal") in a 30-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia in 2012 and menometrorrhagia. Concurrent conditions included nausea, umbilical hernia, sleepy and abdominal pain. Concomitant products included ondansetron (zofran) since (B)(6) 2016 for nausea as well as docusate, escitalopram, magnesium oxide, normensal (ethinylestradiol w/norethindrone), oxycocet (percocet), tramadol and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ irregular vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced amnesia ("memory loss"). In (B)(6) 2016, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). On (B)(6) 2016, 8 months 27 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required). In 2016, the patient experienced anxiety ("anxiety"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), pelvic adhesions ("adhesions"), alopecia ("hair loss"), urinary incontinence ("bladder leakage and incontinence"), bowel movement irregularity ("bowel irregularity and pain") and gastrointestinal pain ("bowel irregularity and pain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with sumatriptan, docusate sodium (colace) and surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, dysmenorrhoea, dyspareunia, fatigue, pelvic adhesions, hot flush and amnesia outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved, the depression, mood swings, anxiety, urinary incontinence, bowel movement irregularity and gastrointestinal pain had not resolved and the headache, pelvic pain and alopecia was resolving. The reporter considered alopecia, amnesia, anxiety, bladder disorder, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal pain, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic adhesions, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after essure removal her deperession, mood swings and anxiety got increased. After removal she started to experience bladder leakake, incontinence, bowel irregularity and pain; she stated they are a every day problem. The physician was able to identify 3 coils, 1 in the patient's right tube and 2 in the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion on (B)(6) 2016, specimen: a. Cystic mass, left ovary. B. Uterus with bilateral fallopian tubes. C. Essure implants dissected from uterosacral ligaments. Gross description: the left fallopian tube at its junction with the left cornu has a silver metal roil (2 3 cm in length x 0 2 cm in diameter) protruding from the left cornu. The right fallopian tube has a similar coil in the lumen extending into the right cornu. The right fallopian tube (8 cm in length x 0.5 cm in diameter) appears to have a short segment missing from the middle consistent prior tubal ligation and has the previously mentioned coil proximally. The left fallopian tube (7 cm in length x 0.5 cm in diameter) also has a segment missing from the middle and a coil in the lumen of the proximal tube in addition to with the coil protruding from the left cornu. C. Received in formalin labeled with the patient's name and "essure implants dissected from uterosacral ligament" is a fragment of yellow-tan soft tissue round, ovoid shape measuring 2.0 x 1.3 x 0.4 cm and three fragments of metal and associated metal wires measuring up to 2.5 cm in length x 0.3 cm in diameter. The coils are examined for gross diagnosis only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant / perforation of organs / perforation (fallopian tube)s) - location of device: retroperitoneal") in an adult female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia in 2012. Concomitant products included dasetta, docusate, escitalopram, magnesium oxide, oxycocet (percocet), sumatriptan and tramadol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ irregular vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), fatigue ("fatigue"), pelvic adhesions ("adhesions"), alopecia ("hair loss"), urinary incontinence ("bladder leakage and incontinence"), bowel movement irregularity ("bowel irregularity and pain") and gastrointestinal pain ("bowel irregularity and pain"). The patient was treated with surgery (on (B)(6) 2016 she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, dysmenorrhoea, dyspareunia, fatigue and pelvic adhesions outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved, the depression, mood swings, anxiety, urinary incontinence, bowel movement irregularity and gastrointestinal pain had not resolved and the headache, pelvic pain and alopecia was resolving. The reporter considered alopecia, anxiety, bladder disorder, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal pain, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic adhesions, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after essure removal her depression, mood swings and anxiety got increased. After removal she started to experience bladder leakage, incontinence, bowel irregularity and pain; she stated they are a every day problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: information extracted from plaintiff fact sheet: new reporter added. Patient¿s demographics added. Historical conditions added. Concomitant drugs added. New events added: hormonal changes, abnormal bleeding (vaginal, menorrhagia)/ irregular vaginal bleeding, infection (bladder/ urinary tract/vaginal), depression/mood swings/anxiety, malposition of essure device location of device: retroperitoneal / migration of essure device location of device: retro-peritoneal, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue, adhesions, hair loss, bladder leakage and incontinence, bowel irregularity and pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant / perforation of organs") in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse event perforation of organs/migration of implant. On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). Often migration is reported when the exact time point of perforation is not known. The perforation of organ may occur during hysteroscopy; this risk is inherent with any hysteroscopy procedure. In this case, the exact mechanism of the events is not known. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.